Event description:
It was reported that the customer's transmitter was not blinking when connected to the sensor. At the time of the report, customer's last blood glucose measurement was 64 mg/dl. Upon advice to check for a bent, damaged or retracted sensor, customer stated he did not see the cannula. He was advised to check his body and did not see or feel anything in his skin. Customer inserted another sensor. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 sensors with cannula broken in half. The broken part was missing. The second sensor was found with needle bent inside sensor base. It could not be confirmed that the customer received sensors in this condition as customer returned opened/used sensors.